Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2. Customer reporting two separate events of false negative for anti-kell tested on provue analyzer. According to customer, sample in question was tested on provue on (B)(6) 2017 using 0.8% screening cells lot # vss880 exp 2/28/17. Cell # 2 showed a 2+ reaction. With additional testing using 0.8% resolve panel a lot # vra268, anti-e was ID. ( 2+ reactions with e positive cells). Customer further stated, tech on evening shift decided to send sample in question to reference lab. Results from reference lab, indicated sample also was positive for the kell antibody. ( reference tested using manual gel method and 30mins incubation as per sop). ( reference lab ID anti-e and anti-kell) customer stated after getting results from reference lab, testing was repeated using 0.8% resolve panel a lot # vra268 with 30 mins incubation using manual gel method, anti-kell was ID (1+). All testing performed using mts igg gel cards customer indicated site had no previous history on patient in question; second event occurred on (B)(6) 2017, with sample with known history of anti-kell, showed no reaction with 0.8% resolve panel a lot # vra268 when tested on provue. Customer further added, sample was retested using manual gel method and same lot # of cards and panel cells with 30 mins incubation and anti-kell was ID (1+). Issue started on: (B)(6) 2017; reported:2-13-17; frequency: 2x. Microtubes/wells or cell (donor #) affected: cells #2 and cells #7: methodology used: provue; incubation time (for manual test only): 15 min; pattern observed: false neg; reaction grade obtained: neg; customer was expecting: pos. Test repeated: yes; result obtained by repeating:positive with 30 mins incubation; method used to repeat: manual gel method. Customer reports storing red cell reagents and mts gel cards according to IFU. Customer reports no signs of hemolysis or haze noted in red cell reagents. Daily qc testing performed and acceptable. Cards /cassettes/ storage condition temperature: as per IFU: visual appearance before use: acceptable; reagent red blood cell storage and handling: as per IFU. Maintenance up to date: ortho care discussed antibody titers with the customer and how with an increased incubation the reaction can be positive. Customer's major concern was if the tech did not send a sample to the reference lab, it is possible that the site would have only given e negative units and the patient had an unknown anti-kell. Ortho care also discuss with the customer the limitations of gel the system and weak antibodies. The product IFU states in the limitation section: for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive.